Event description:
Caller states the patient tested 7.5 inr on the coaguchek xs plus system while a comparison lab returned as 4.5 inr or 4.53 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not returned.